Manufacturer narrative:
Unit had unresponsive button due to corroded keypad trace. Unable to verify the excessive no delivery alarm due to keypad damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump did not deliver a bolus. Customer's blood glucose level was 490 mg/dl. She treated her blood glucose level with a manual injection. The no delivery alarm was recurring. The act button was unresponsive during a bolus. The up and down arrow buttons did not allow her to navigate screens. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.